Event description:
On 06/03/2025, a sales representative reported via email that the fibertag tightrope ii with internalbrace, included in an ar-1288qai-100 all-inside quadlink kit, did not properly tension the graft into the femoral tunnel. The issue was identified during an aclr procedure on (B)(6) 2025. The case was completed successfully, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the suture frayed/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/20/2025: during the procedure on (B)(6) 2025, the sutures broke but were successfully removed from the patient. The case was completed using an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace to secure the graft. The case experienced a 30-minute delay, and additional anesthesia was administered to account for the extended time.